Event description:
During a superficial femoral dilatation after the release of the stent, the surgeon noted that the length of the stent was allegedly 44.9mm instead of 100mm. The physician placed two other stents. The device was used to treat a superficial femoral stenosis. A 6f introducer was used, the procedure was performed retrograde. The guide wire used was a 0.035 inch j wire. The tracking anatomy was not tortuous, but the tracking vessel was calcified. -the user had no difficulties in advancing the delivery system to the target lesion. No excessive force was necessary to start stent deployment. There was no report of injury to the pt.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014. The stent remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.